Manufacturer narrative:
Initial.

Event description:
It was reported that a charger for the ilet system stopped working, the user discarded the charger, and a replacement was requested due to the device battery being depleted; the issue aligns with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging malfunction traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.